Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a connection issue between the spike connector of the cassette and the solution bag; further described as when the patient tried to connect the two components, the connection was "not tight". This occurred during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.